Event description:
According to the reporter: one of the 11mm trocars was cracked down the length of it toward the end of the trocar, in a spiral pattern. It was immediately removed and examined and a small chip on the edge of the trocar was noted to be missing. They searched the wound and they saw it but they were unable to grasp it securely with an instrument and then lost sight of it. They were unable to relocate the chip again.

Manufacturer narrative:
(B)(4).